Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2021 due to a blood glucose level displayed as "high" on cgm and high ketones identified as dangerous. The customer attempted to self treat elevated bg by administering a bolus and supply change. Upon hospital/ER admission, the customer was instructed to remove the pump and was treated with intravenous fluids of saline and insulin. Reportedly, treatment resolved the issues. System check with tandem technical support confirmed that the pump was functioning as intended. Customer was released on (B)(6) 2021 with no permanent damage.